Event description:
It was observed that during the device evaluation, the subject device exhibited the following failures: foreign objects came out of the distal end, the air-water tube, the nozzle and the adhesive on a-rubber, had foreign objects, as well. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: since the nozzle was clogged, foreign objects came out of the distal tip. For all the remaining failures, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.